Event description:
During troubleshooting of a check supply line alarm that appeared on the homechoice (hc) during prime, the home patient (hp) revealed that he changed out the cassette (only) and was still getting the same alarm. The baxter technical service representative (tsr) explained that the setup had been compromised and the hp needed to change out everything. The tsr also explained what was causing the alarm and advised to start over with new supplies. There was patient involvement but no serious injury or medical intervention was reported. During a follow up with the hp regarding the reported problem, the hp stated that he was able to resume therapy after starting over. The hp did not note anything unusual with the supplies at use that night. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.